Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated because the system displayed "communication failure" and would not complete initialization. It was discovered that a loose screw was laying atop the camera circuit board and there was a loose connection at the image intensifier circuit board. The screw was installed into it's proper place and all cables made secure. The failure was eliminated. The failure was eliminated. The single board computer upgrade kit consisting of the cpu circuit board and several others was installed. Filament calibration was performed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed low ma errors creating delay. There was no adverse pt involvement reported. There was no pt info reported.